Manufacturer narrative:
Further information was received that the issue was found during testing before therapeutic application. There was no patient involvement. Therefore, the issue does not meet the reportability criteria.

Event description:
It was reported to philips that the device had annunciated a blower high-temperature alarm. The device was not in clinical use at the time of the event. There was no report of patient or user harm.